Event description:
It was alleged that the pump changed rate during use on a pt. The pump was set at 7cc/hr with nipride infusing. The pt experienced decreased blood pressure and it was noted that the pump was infusing at 77cc/hr. The med was stopped and the pt placed in the trendleburg position. There was no reported pt consequence.